Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when the sensor is attached to the cable, there is no light on the sensor. The cable fault is intermittent. When the cable was replaced with a new one the issue was resolved. No consequences or impact to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation, the cable passed all visual and functional testing. The cable was determined to be functioning as designed.